Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2008, the patient was implanted with one gore tag thoracic endoprosthesis to treat an aortic dissection. After the procedure on the same day, the patient developed paresis in the right phrenic nerve and paralysis in the left recurrent laryngeal nerve. On (B)(6) 2008, post-operative follow-up examination showed that the paralysis remained. On (B)(6) 2008, the patient was transferred to a different hospital for rehabilitation. Subsequent follow-up examinations showed that the paralysis remained. It was reported that the rehabilitation continued for its treatment. No further information is available.